Event description:
I had the essure device implanted on (B)(6) 2012 by my ob/gyn. About 6 months after the implant I began to feel things that were not right with my body. I went to see my primary doctor and we ran some tests (blood, xrays) and nothing was found. I went to the allergist who found that I had many allergic reactions I had not had previously. I tested positive for nickel, an allergy I had always had. I went back to my primary and after going through my chart, I began researching essure side effects. This was the only out of the ordinary procedure in my medical history. Before my bilateral salpingectomy, my symptoms were: cramping, stabbing pelvic pain, hot flashes, night sweats, bleeding and spotting after sex, painful intercourse, frequent yeast infections, swelling of the vagina, itching, burning and stinging of my vaginal entrance, abdominal spasms and twitching, back, joint, leg and hip pain, nausea, gas and constipation, severe bloating and swelling of the abdominal area, heartburn, headaches and migraines, constant dizziness, brain fog, cloudiness and forgetfulness, anxiety attacks, mood swings, depression, constant ringing in ears, heightened allergies and allergic reactions, hives and rashes, cysts and boils in vaginal and rectal area, swelling of the legs and feet, hair loss and welts in scalp, teeth sensitivity, blurred vision and floaters, dry skin and eyes. After my bilateral salpingectomy, my symptoms are: vaginal discharge, cramping, stabbing pelvic pain, urgent and frequent urination, bleeding and spotting after sex, painful intercourse, frequent yeast infections, swelling of the vagina, itching, burning and stinging of my vaginal entrance, back, joint, leg and hip pain, nausea, gas and constipation, severe bloating and swelling of the abdominal area, heartburn, headaches and migraines, constant dizziness, tingling and numbness in arms, depression, constant ringing in ears, heightened allergies and allergic reactions, hives and rashes, cysts and boils in vaginal and rectal area, swelling of the legs and feet, hair loss and welts in scalp, teeth sensitivity, blurred vision and floaters, dry skin and eyes, severe bloating and swelling of the abdomen.